Event description:
Revision surgery was performed on (B)(6) 2026 due to shoulder dislocation. Previous surgery occurred on (B)(6) 2026 when patient underwent reverse total shoulder arthroplasty with smr humeral components consisting of: - revision stem dia16mm h 150mm (pn 1308.15.164, lot 2510198, sterilization (B)(6). - smr 140° humeral body reverse (pn 1352.15.011, lot 2520339, sterilization (B)(6). - extension for humeral reverse body (pn 1352.15.001, lot 2516851, sterilization (B)(6) - retentive liner +6mm 36mm (pn 1361.50.820, lot 14at4db, sterilization (B)(6). No information regarding original glenoid components was provided. During revision all the above mentioned components were removed and replaced with similar items, with exception of a 140° finer humeral body reverse (pn 1352.15.051) and a retentive liner +6mm dia40mm (pn 1365.50.821) for size compatibility with the djo 40mm lateralized glenosphere that has been implanted. Surgery was completed as intended. Patient is female, date of birth (B)(6) 1940. The event occurred in the united states.

Manufacturer narrative:
Review of manufacturing records for involved batch did not highlight any pre-existing anomaly or non-conformity that could have contributed to reported issue. The manufacturer will submit a final report as soon as the investigation is completed.